Event description:
Blade tip (attached by surgical technician before procedure) came off of handle during use inside patient while performing laparoscopic hysterectomy with davinci robot. Surgeon had to retrieve device laparoscopically to prevent making a larger incision. Retrieval time was approximately 15 minutes resulting in longer than anticipated surgical and anesthesia time. The device was recovered without damage to internal organs.